Manufacturer narrative:
The reported inability to tighten the set screw was confirmed in the laboratory. Analysis of the setscrew showed that the user was not correctly inserting the wrench into the setscrew inset. Analysis testing found the setscrew could be tightened and loosened normally with correct wrench insertion. The device was normal. The problem in the field was related to the user¿s use of the wrench.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor could not move the screw on the header during a procedure. The reported device was replaced with a new one. The issue was resolved. The patient was in good condition the whole time.